Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as the event date was reported to have occurred two weeks prior. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was lodged within the colonoscope. Reportedly, the colonoscope had passed all normal processing for reusable medical devices without incident and the colonoscope was put back in service. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.